Event description:
It was reported that the patient with this pacemaker presented to the emergency departed due to exhibiting syncopal events. The pacemaker had entered safety mode. Technical services was consulted and recommended limiting arm movement and device changeout. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker presented to the emergency departed due to exhibiting syncopal events. The pacemaker had entered safety mode. Technical services was consulted and recommended limiting arm movement and device changeout. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. The device case was opened and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that the patient with this pacemaker presented to the emergency departed due to exhibiting syncopal events. The pacemaker had entered safety mode. Technical services was consulted and recommended limiting arm movement and device changeout. The device was explanted and successfully replaced. No additional adverse patient effects were reported.